Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation with the incident lot was observed. Hemolysis was not seen in the photos provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The customer has indicated that the clot time for this sample type was only 10 to 15 minutes. This is almost less than half of the required 30 minimum required 30 minutes. This is considered an off label use of this product. At this time, we are unable to confirm this complaint for erroneous results and hemolysis based on the investigation completed. We are able to confirm poor barrier separation based on the photos only. The root cause appears to be related to the specimen handling process (clotting time of 10-15 minutes instead of the recommended 30 minutes). Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there were erroneous "elevated" potassium results, hemolysis, and poor barrier separation of sample with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: customer states the drawing station is allowing specimen to clot before centrifugation. Customer is using a fixed bucket centrifugation and spinning twice for 10 mins. Customer's order of draw is blood culture, sodium citrate followed by gold sst. There is no specific date but it has been occurring since (B)(6) 2019. Patient identifiers are not known. Specimens are then shipped to lab for testing. They are shipped out with an ice pack. Elevated potassium results were noticed by physicians but an internal investigation by customer did not show any elevation in potassium.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9340843 medical device expiration date: 2020-11-30 device manufacture date: 2019-12-06 medical device lot #: 0059355 medical device expiration date: 2021-02-28 device manufacture date: 2020-02-28 " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were erroneous "elevated" potassium results, hemolysis, and poor barrier separation of sample with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: customer states the drawing station is allowing specimen to clot before centrifugation. Customer is using a fixed bucket centrifugation and spinning twice for 10 mins. Customer's order of draw is blood culture, sodium citrate followed by gold sst. There is no specific date but it has been occurring since november 2019. Patient identifiers are not known. Specimens are then shipped to lab for testing. They are shipped out with an ice pack. Elevated potassium results were noticed by physicians but an internal investigation by customer did not show any elevation in potassium.